Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No blank display and no damage found on the lcd isolation tape noted. The device was also received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched reservoir tube window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank a week back and the day of the call, the buttons were not responding. Blood glucose value was 130 mg/dl. It was confirmed that the time on screen was advancing. Troubleshooting was done and the customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.